Manufacturer narrative:
A review of the device history record was not possible as the lot number reported was unknown. Eight brand new devices were received for evaluation. A visual and functional inspection found no evidence of a leak in any of the returned devices. The reported condition could not be confirmed therefore a root cause could not be established or found to be related to a manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding sets leaked from the base of the bag which caused a loss of formula. There was no patient injury.